Event description:
The following has been reported:a pump that very frequently displays error messages that shouldn't be there. Specifically, when we turn on the pump, it asks us to open and close the door several times (5, 6, or 7 times). Also, during treatment, it frequently sounds an air alarm even though no air is visible in the tubing.reporting as a conservative measure. No adverse event effects were reported.additional information is needed to complete the investigation.

Manufacturer narrative:
N/a